Event description:
Procedure type: low anterior resection. According to the reporter: when the instrument was pulled out resistance could be felt. The surgeon determined that the distal donut wasn't complete and was inside the ceea. The anastomosis was tested and it leaked air and water. A second anastomosis was performed. The patient has recovered.